Event description:
Allergic reaction at treatment sites; open wounds at injection sites; redness at treatment sites; "raised" at injection site itching at treatment sites. Report received from a physician in nov 2004 regarding a pt, with a medical history significant for an allergy to duricef, no history of autoimmune diseases, and no prior dermal filler treatment. The pt received injections of hylaform to the perioral lines and nasolabial folds in 2004. Five weeks later 2004 the pt experienced an allergic reaction with red, raised, itching, open wounds at all treatment sites. The pt was treated with oral benadryl, atarax, and an antibiotic (no product or dose identified). At the time of the report, the pt's outcome was not provided. Production and quality control documentation for lot #r04121 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.